Event description:
A malfunction was reported with code malf 12, but no notable events occurred prior to the malfunction. There was a reported value of less than 500 mg/dl for the customer¿s blood glucose level. Technical support provided assistance to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue occurs again.